Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that pt came to doctor's office with complaints of pain in the hip, doctor elected to have surgery to remove unipolar head and convert to a total hip, only revising the acetabular component.